Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose values. His blood glucose value at the time of incident was 689 mg/dl. The nurse stated that the cannula was bent and she had questions about the insulin pump. The customer's nurse was advised that the customer may have gotten no delivery alerts or that he may have had low basal settings. The nurse was advised to inform the patient to call the helpline for troubleshooting if he continues to experience high blood glucose levels. No products were returned, replaced, or shipped.